Event description:
It was reported that, "we were inserting a 10mm navigator cage. He inserted the disc space but it was a bit undersized so he explanted the cage out and the cage snapped off of the inserter and the cage where it attaches to the inserter broke off. The doctor decided to leave the rest of the implant in the patient."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.